Event description:
It was reported that a lead warning and polarity switch occurred with the right ventricular (rv) lead. Unstable lead impedance was exhibited, and a lead fracture suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.